Event description:
It was reported that the patient developed an infection and the pacemaker and atrial lead were explanted. The cause of infection was not known. The patient was pacemaker dependent and the explanted device was used to pace the patient externally. The pacemaker was interrogated the following morning and was found to have reached elective replacement indicator and end-of-service alert on april 29th. However, the battery voltage and magnet rate indicated the battery was normal. Inspection of the device session records show that the device was now at end-of-service. The patient was reported to be in stable condition during and post procedure. Related manufacturer reference number: 2017865-2019-08133.

Manufacturer narrative:
The reported event of false elective replacement indicator and end-of-life alerts was confirmed in the laboratory. Cautery marks were noted on the device consistent with procedural damage. The device user manual indicated that exposure to electrocautery may trigger artificial alerts. The device was tested on the bench and all functions were within specifications. No anomalies were found.

Event description:
New information received stated that the end-of-service episode was further investigated and found to be erroneous. The episode was determined to caused by data corruption of unknown origin. The pacemaker battery and function were otherwise normal. The physician elected to replace the pacemaker for external pacing.